Manufacturer narrative:
The subject device was returned to an olympus for evaluation. It is confirmed that the grasping part had a scratch at the distal end, and the ptfe pad was partially separated at the distal end. And the probe had a crack at 16 mm from the distal end, and the probe had a scratch at the distal end. From the above-mentioned results, it concludes that the partial separation of ptfe pad and the crack of the probe were occurred by contacting a hard object. Afterwards ultrasound output error was occurred by a crack of the probe. This report is being submitted as a medical report in an abundance of caution.

Event description:
During an unknown procedure using the subject device, ultrasound output error occurred. There was no patient injury reported.